Event description:
The customer reported a loss of live image on the left monitor. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All workstation circuit boards were reseated and all power plug connectors were tightened. The system was then found to be operating as intended.